Event description:
It was reported that the customer's insulin pump had a drive support cap that was no longer indented. The customer stated that he had already discontinued use of the insulin pump because of the issue. The customer's blood glucose was 300 mg/dl. The customer treated himself with a manual injection. The customer stated that he had experienced high blood glucose for a month. The customer was unaware of how the damage occurred. The customer further stated that after an infusion set change, the insulin pump would work fine only for a couple of hours. The customer would have to do another infusion set change to allow the insulin pump to continue working properly. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit unable to prime during the prime/force sensor system test due to protruded/loose drive support disk. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip.